Event description:
I'm writing in concern about the recall or defective hernia mesh. I have had three hernia surgeries regarding extreme pain I was going through due to the mesh that's been implanted in me. I'm now being scheduled for a fourth hernia surgery involving the mesh that's been implanted inside of me. I would like info about all mesh that's on the FDA list and all that, either defective or recalled by FDA or has been known to cause problems or pain. Also can you give me info on the davinci sirm16 or eco mesh who manufacture it and its side effects as well. Also of the entire list of mesh on recall list or has been identified as being defective.